Manufacturer narrative:
This report will be updated if additional information is available.

Event description:
It was reported that the patient implanted with this right ventricular (rv) defibrillation lead was undergoing a lead revision. It was reported the lead exhibited high, out-of-range pacing impedance measurements since (B)(6) 2018. The field representative reported a new rate/sense lead was being added. The specific model and serial numbers were not available to the field representative at the time of the call to technical services. The field representative planned to contact the facility to obtain the missing details for this case. At this time, the name of the hospital and physician were not provided. No adverse patient effects were reported outside of the need for a lead revision procedure.